Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 806702 ,796893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), genital haemorrhage ("gen. Abnormal bleeding"), dermatitis allergic ("rash/skin conditions"), urinary tract infection ("uti"), post procedural complication ("post removal complication") and hypersensitivity ("allergic reaction") and was found to have a pregnancy with contraceptive device ("post implant pregnancy"). The patient was treated with surgery (hysterectomy- uterus + cervix). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, dermatitis allergic, urinary tract infection and hypersensitivity had resolved and the psychological trauma, post procedural complication and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered dermatitis allergic, genital haemorrhage, hypersensitivity, pelvic pain, post procedural complication, pregnancy with contraceptive device, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , general. Abnormal. Bleeding , uti patient received treatment for allergic reaction. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) unspecified -result unknown. Lot number:796893 manufacturing date:2010-10 expiration date:2013-10. Lot number:806702 manufacturing date:2010-11 expiration date:2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 806702 ,796893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), genital haemorrhage ("gen. Abnormal bleeding"), dermatitis allergic ("rash/skin conditions"), urinary tract infection ("uti"), post procedural complication ("post removal complication") and hypersensitivity ("allergic reaction") and was found to have a pregnancy with contraceptive device ("post implant pregnancy"). The patient was treated with surgery (hysterectomy- uterus + cervix). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, dermatitis allergic, urinary tract infection and hypersensitivity had resolved and the psychological trauma, post procedural complication and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered dermatitis allergic, genital haemorrhage, hypersensitivity, pelvic pain, post procedural complication, pregnancy with contraceptive device, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , general. Abnormal. Bleeding , uti. Patient received treatment for allergic reaction. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) unspecified -result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : the event 'post implant pregnancy' and allergic reaction were added .new lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), genital haemorrhage ("gen. Abnormal bleeding"), dermatitis allergic ("rash/skin conditions"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy- uterus + cervix). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, dermatitis allergic and urinary tract infection had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered dermatitis allergic, genital haemorrhage, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, general. Abnormal. Bleeding, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-event injury updated to pelvic pain. New events rash/skin conditions, general. Abnormal. Bleeding, uti,psych injury, post removal complication were added. Outcome of pelvic pain updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.